Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care educated the user on lag and calibration best practices but the issue was not resolved. Multiple callback attempts were made, and the user eventually requested escalation as they could not perform the diagnostic upload without caregiver assistance. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. Several attempts were made to contact the user via phone, sms, and email to perform the re-linking, but the user remained unresponsive. The case was closed after repeated unsuccessful contact attempts. B4.date of this report 24 dec 2025. G3.date received by the manufacturer? 24 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated to the next level of support and sensor re-link was recommended to the user. A call was placed to provide the user with the escalation response. The user was unresponsive, and contact could not be established.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.